Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Pre-procedural imagery of the patient's anatomy was provided, and the following was observed: calcification present in landing zone. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported commander delivery system balloon burst was unable to be confirmed. Available information suggests patient factors (calcification) likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that additional volume was added to the balloon for inflation. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, 29mm commander delivery system balloon had a vertical rupture at the end of deployment during a transfemoral tavr with a 29mm sapien 3 valve. Approximately +1cc above nominal was added to the delivery system balloon prior to inflation. The valve was able to be fully deployed. The delivery system was able to be withdrawn through the 16fr esheath+ without damage, complications, or vascular bleeding to the patient. Patient was in stable condition at the end of procedure.